Event description:
The pt was a 39-yr-old woman who had a bilateral subcutaneous mastectomy for fibrocystic disease in 1989. At that time, she was reconstructed with a co gel filled implant; however, the implants required replacement in 5/90, because of deflation and because of poor shape. At that time, a co implant was replaced. The pt had one year history of hydradenitis in both axilla. The pt was overweight; however, she does complain of fatigue, anxiety, and depression. Ultrasound examination and xeromammogram demonstrated definitive left extracapsular rupture in all four quadrants. Because of the rupture on the left side bilateral capsulectomy was medically necessary. The capsulectomy was also necessary for rupture.